Event description:
It was reported that the patients ipg was unable to hold its charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed per hospital policy.